Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately high. The pt told the medical affairs specialist (mas) she takes amaryl 4 mg per day for diabetes. On the morning of the event date, the pt obtained a fasting blood glucose reading > 200 mg/dl. Based on the elevated reading, the pt took amaryl, but did not eat anything during the day. In the afternoon she felt shaky when she obtained readings of 194 and 204 mg/dl. She recognized her symptoms as a sign of low blood sugar, though the meter readings were elevated, and ate some food. She said she felt better after eating. The pt told the mas she was not sure if her test strips were expired at the time of concern. Use of expired test strips can cause inaccurate readings. The pt's products were replaced. The complaint is reported because the pt alleges she obtained inaccurately high readings on the lfs product and, as a result, did not eat as usual. Afterward, she claims she was shaky and treated herself effectively by eating.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.